Event description:
Customer reported that a patient sustained a third degree injury, the size of the 9165 3m universal electrosurgical grounding pad, to the right lateral thigh during a right shoulder arthroscopy. She was sent to a surgeon for treatment and admitted to the hospital. Reportedly, the patient was in a left lateral position and immobilized in a bean bag, but the bean bag did not cover the plate. An arthrex opes generator ((B)(4)) with an arthrex ablator pencil was used at the default settings. There was no additional information available from the hospital at the time the incident was reported. Per athrex, the representative came into the case after the surgeon had started and could smell a burning odor. Reportedly, he checked the (B)(4) and found no problem. He then looked at the monitor and noticed the insulation was melted off the wand, checked the settings which displayed 165/70/pre-set #9. He advised the doctor to stop and lower the settings to 70/40 pre-set #6 and changed out the wand. (A plastic cannula was used). The rotator cuff repair was completed without incident. As the patient was being undraped, it was noticed that the 3m universal electrosurgical grounding pad had lifted up in the middle. As they began to peel the pad back from the sides, a severe burn was revealed. Dr. (B)(6) was consulted on how to treat the burn and they were instructed to irrigate, use ointment and wrap. No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Patient information was not available.